Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. System was working upon arrival, and it was used earlier. Checked error log and found that system didn't come back from the stand alone mode when the umbilical connector plugged in. Also notice a few errors related to the pleora. Ordered part and replaced device and cable. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. Software investigation of the imaging system logs found that it showed stand alone and pleora errors. Hardware parts have been replaced as a result. Software is functioning as designed. Hardware investigation of the pleora could not confirm reported problem. Pleora box was installed in the imaging system and ran without any issues. No fault found. This event was identified during a retrospective review as discussed with the FDA (B)(6) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the imaging system went into standalone mode while connected to the mobile view station (mvs). It originally booted up and connected normally but after 40 minutes, after the patient was brought into the room, the system went into stand alone mode even though it was connected to the mvs. To troubleshoot, they tried unplugging the umbilical cord and replugging at which point the system went from stand alone mode to initializing systems but never connected or moved past that status. The did a full shut down and reboot of the system and this resolved the issue and the surgeon completed the procedure with the use of the imaging system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.